Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, a missing a piece of shell (25-50%) and a crease fold. A microscopic analysis was performed which identified a broken crease sharp on the anterior side, stress marks, and wear abrasion. Based on the device analysis, the final assessment is a broken crease sharp on the anterior side due to a fold flaw opening, and missing shell due to inconclusive.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted.